Event description:
The account alleged the brake steer assembly is not holding. No pt impact.

Manufacturer narrative:
The technician found old style bearings that caused the adapter plate to bend which unsecured the brake line. The technician replaced the adapter plate and bushing bearings to resolve the issue.